Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the rollers of the device were catching when passing the graft through the mesher. There was no harm or injury reported but there was a surgical delay of 5 to 10 minutes. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was slightly damaged, the unit was not calibrated, and a pre-repair test cut could not be performed. The comb, bottom roll, and shoulder bolts were replaced and the unit was calibrated to resolve the reported issue. Review of the previous repair record identified replacement of the roller and damaged comb which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review (reference (B)(4) and (B)(4) in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No new or additional information is available.